Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that the mark that is drawn on the catheter, that should be around the 108mm mark. The leak was nowhere near 108, it was at the 50mm mark.

Manufacturer narrative:
H3: the catheter was returned to the manufacturer for analysis. Analysis found that the catheter was bent causing damage that could be the source of one leak. It was not possible to confirm any other leaks by visual inspection. Analysis found that the reported event was related to physical damage. H6: fdm b01, fdr c07, and fdc d02 are applicable to the hardware analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used during a soft tissue ablation (neuro) procedure. It was reported that there was a pinhole leak in the catheter. The hole caused saline to leak into the patient's brain. The patient had to get a craniotomy post-procedure to drain the fluid. The tubing leak was detected at 50mm mark on the catheter tubing after removing the laser at the end of the case. The leak was also noted in the saline catheter tubing at the junction where both connect to one another. This was a two fiber case, and both fibers were connected to the same saline tubing via the male-to-male adaptor. There was no surgical delay due to the reported issue since the issue was noted at the post imaging portion at the end of the ablation. The patient initially was supposed to have a responsive neurostimulation (rns) after the ablation, but due to the leak they had to open and drain. When back in the or, there was a minimal amount of blood noted in the catheter saline tubing. The patient had been discharged and went home after the weekend. After the surgeon opened, they noticed there was also blood that seemed to be mixed with saline inside of the brain but it seemed to be more of a blood vessel being compromised. It was stated that it could be patient anatomy specific since they have encountered other instances in prior procedures on the patient.